Event description:
It was reported that the pump experienced a malfunction. The customer¿s blood glucose (BG) level displayed as "High"; although a specific value was not provided. A correction injection (MDI) was delivered to address the elevated BG level, and there was no need for third-party assistance. The pump was replaced to resolve the issue, and the customer will use MDI as a backup therapy until the replacement arrives.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 11 / 2.1.3 / iOS_18.3.5.